Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the proximal weld and the coil wire is separated into two pieces. The guide wire body is kinked/distorted in several locations along the body including exposed core wire and a severe kink with twisted material. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The distal j bend of the guide wire was kinked but intact. Both welds appeared full and spherical. The major kinks were measured at 4.1, 4.5, 9.4, 33.2, 39.3 and 48.9cm from distal weld. The exposed core wire is located 5mm from the distal tip. The twisted guide wire body is located 9.4cm from the distal tip. The core wire could not be accurately measured due to severe kinking, however it measured approximately 600mm in length, which is consistent with the specification; therefore no pieces appear to be missing. It could not be determined if the entire coil wire was returned. Other remarks: the outside diameter (od) of the guide wire was measured and was found to be within specification. A manual tug test confirmed that the distal weld was intact. A device history record (DHR) review was performed on the guide wire and catheter and no relevant issues were identified. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context most likely contributed to this event.

Event description:
The customer reports while the procedure was being carried out and when the doctor attempted to remove the guidewire, it shredded. The catheter and guidewire were withdrawn for complete removal of the material. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports while the procedure was being carried out and when the doctor attempted to remove the guidewire, it shredded. The catheter and guidewire were withdrawn for complete removal of the material. The device was replaced.